Event description:
The device was returned for set ID failures. Fva pins had a heavy amount of drag felt during operation. Device was powered on and a cassette was loaded on to the device. Device was able to display both primary and secondary infusion programming options. Multiple cassettes were loaded on to the device and all cassettes displayed programming options for the primary and secondary infusions. The device was opened to inspect for internal damage and to clean the fva pins. Damage was identified on the retaining plate near the lever arm. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
The following has been reported: nurse reported: "(B)(6)2025 will not allow to secondary to be set up. Does not give option to set up secondary once tubing set is in place. Estimated tubing lot fa25b20021. (B)(6)2025 powered up, no alert. Programmed pump without set loaded, secondary programming allowed. Cleared programming. Programmed new instance with cassette loaded, would not allow secondary program, option greyed out. Logs pulled. When did incident occur? During set up. Injury or adverse reaction? No. Stopped an active infusion? N/a. Drug administered: n/a. Power reset performed? Yes. Outcome after reset: issue continued". A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.